Manufacturer narrative:
Device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
The device was returned for evaluation. The valve was returned after being used in procedure and stored inside a jar with solution. The returned valve was visually inspected for any abnormalities. The following was observed. Upon opening the jar, all leaflets appears in closed position. The valve frame was bent/distorted, likely due to valve explantation. Five exposed struts were observed through the bottom of the skirt, likely due to valve explantation. The struts¿ exposed locations are at cp1 (1), cp2 (3), and c3 commissure tab (1). Cp2 and cp3 leaflets were stiffened. No damage observed to the leaflet and to the side of the skirt cloth components under both pre and post cutting of the pvl skirt conditions. Note: the fray observed at both edges of the pvl skirt was due to cutting. No other abnormalities observed. Due to the returned condition of the valve (frame distorted), no dimensional analysis/ functional testing was able to be performed. No instructions for use (IFU) or training deficiencies were identified. It should be noted that for this case, there was no allegation of device malfunction. The device was returned for evaluation per physician request, to look for evidence and to validate the proposed annular rupture scenario. The patient screening manual instructs the user on proper native valve leaflet and native annulus assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets and native annulus to determine whether valve performance will be impaired, as well as the risk of annulus rupture, root perforation, or aortic wall hematoma. Additionally, per IFU, cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium, or valvular structures that may require intervention are potential adverse events associated with bioprosthesis valve procedures. In most case, these events are attributed to patient and/or procedural factors. During engineering evaluation, although no damage was observed to the leaflet and/or to the side of the skirt cloth components, the proposed annular rupture scenario could be still valid if the bar-like calcification was pressed up against the frame struts during valve deployment. As the valve gradually expanded, the struts may have pushed the calcification outward and punctured the annulus. Although the returned valve was distorted, engineering was unable to determine if the frame distortion was a result of pushing against the calcification or due to device explantation. There is insufficient information to determine a definitive root cause at this time. Given that there is no allegation on device malfunction, no escalation to engineering evaluation is required at this time.

Manufacturer narrative:
Image review was performed on the provided procedural cine. Procedural cine: · heavily calcified descending aorta, root and aortic annulus · tortuous aorta · 2 sheaths seen in descending aorta · bav x1, not across the annulus as most of the balloon is seen in the lv (time 13.40) · CPR initiated post bav · 2nd bav across the annulus · unable to see rupture · CPR reinitiated (time 13.43) · s3 deployed in aortic annulus, no injection or pigtail in cusp (time 13.58) · venous cannula seen · last image shows deployed valve without root injection. · unable to see annular rupture · pcps cannulas appeared removed, no pericardiocentesis catheter seen as described impression/recommendations: heavily calcified thoracic abdominal aorta with severe tortuosity. Two large bore sheaths seen in descend aorta; one appears to be the esheath, the second has a pig tail inside. First bav not across the annulus and patient requires CPR. Two additional bavs performed after CPR was starting at the end of first bav. Unable to confirm annulus rupture at this point of the procedure from fluoro views provided. Sapien 3 valve is implanted without having a final understanding of the hypotension. Unable to confirm annular rupture as the rupture is stated near the rcc. Would need additional cine views or echo images to confirm rupture. No image provided of ¿pericardial drainage¿ as described. Sapien 3 implant is not recommended if annular rupture is suspected or unknown hypotension requiring pcps. Full screening (tee, fluoro, surgical window) for aortic root complication and thoracic-abdominal bleeding should be ruled out before s3 implant.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, ¿bar-like¿ calcification at the bottom of the sov and under the right coronary artery contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the clinical trial of transcatheter aortic valves in japanese dialysis patients, annular rupture was observed post procedure. Hemodynamic instability was observed post bav. Cardiac massage, administration of medicines and percutaneous cardiopulmonary support (pcps) were initiated. A 23 mm sapien 3 valve was deployed with nominal volume under pcps. Following the valve deployment, increase of pericardial effusion was observed and pericardial drainage was performed; the tavr procedure was concluded. An increase of pericardial effusion and hemodynamic instability were observed again in the posy op area and a median sternotomy was performed. Hematoma was observed around the aortic annulus and within adipose. Hemostasis was attempted but was difficult to be achieved. The bleeding source was compressed/packed with gauze and only the skin was closed. The patient was weaned off pcps and transferred to ICU intubated. Post procedure, CT revealed annular rupture caused by calcification on the right coronary cusp (rcc). The patient was hemodynamically stable but would be closely monitored. Post procedure, the patient¿s systolic blood pressure (sbp) was 70-90 mmhg under catecholamine support. Fluid was evacuated from mediastinal and pericardial drains. Two days post tavr, CT revealed the annular rupture at the rcc and leak seen along the right coronary artery the sbp was gradually decreasing and the patient status was getting worse. The cardiac function was also significantly worsening with poor reaction of catecholamine. On 4 days post tavr, after consultation with the family, it was decided that no further intervention was performed. On 6 days post tavr, the patient passed away. Autopsy results were reported. The sapien 3 valve was placed in good position. Following the valve was explanted, the native valve was observed; all three leaflets had severe calcification. Especially, the non-coronary cusp (ncc) had significant calcification. There was ¿bar-like calcification¿ on the rcc. The bar-like calcification extended to the sinus of valsalva (sov). The ruptured point was extension of the bar-like calcification in the bottom of the sov at 3 mm under the right coronary artery. A ¿sonde¿ was inserted into the ruptured hole and the hole was confirmed to communicate with the fatty tissue of the right ventricle - aorta.